Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
This information is provided in response to your request dated (B)(6) 2014 for additional information. Our original medwatch report was submitted missing the description of the problem or event. The problem is described as follows: the call originated in the netherlands. The insulin pump alarmed button error. The customer wanted to change the battery. During the battery change, the insulin pump alarmed battery out limit. The buttons failed to respond. Customer had to reset the insulin pump, but the buttons did not respond. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had no button response due to corroded keypad traces. No battery out limit alarm could be tested due to the unresponsive buttons. The insulin pump had minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, and a cracked reservoir tube lip.